Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, that the device was showing premature battery depletion. The alert indicator on the device was showing eol (end of life). The device had been implanted for less than 5 years, and was ultimately explanted and replaced. No serious or adverse effects to the patient were reported.

Event description:
It was reported during ongoing use, that the device was showing premature battery depletion. The alert indicator on the device was showing eol (end of life). The device was implanted for less than 5 years. The device was explanted and replaced, and has been received for analysis. The investigation is currently in progress.